Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant for eri, sensing issue was noted. No further information available.

Event description:
New information notes that the sensing issue occurred during explant for eri. The patient was discharged after the procedure.